Event description:
During a procedure, the device alarmed. Changed to use another device to finish the procedure. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was cracked and scratched. Due to damage to the blade, it was confirmed that the device was non-functional. The identified blade damage may have occurred from external contact during pre-op or general use. . In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure". The batch history records were reviewed with no anomalies noted during the mfg process.